Event description:
According to the reporter: procedure: single incision cholecystectomy. The black shaft split and also the internal clear shaft mechanism broke into pieces into the patient's cavity. Pieces were removed from the patient and operative time was delayed less than 30 minutes. No bleeding was reported.

Manufacturer narrative:
(B) (4)